Manufacturer narrative:
Date sent: 03/31/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a donor nephrectomy, the clips severed the artery and then the clip applier would not fire. The jaws would not close. Another device was used to complete the case with no pt consequence.